Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his insulin pump alarmed no delivery. Customer's blood glucose is 208 mg/dl. He stated the alarm occurred while he was sleeping, but it also happens after he's at work for five to six hours. The alarm was resolved by a complete set change. Customer is unable to troubleshoot because he already changed his infusion set. He was told to call back if the issue recurs to troubleshoot and find the cause of the problem. Nothing further reported.